Event description:
In 9/91, pt had bilateral breast implants. On 5/31/93, left breast implant deflated without cause; pt is not athletic and no trauma was involved. Leaked 5/30 and flat on 5/31. Required hospitalization for removal. Pt underwent bilateral removal surgery 6/9/93. Both implanting and explanting was done by certified plastic surgeon.